Event description:
Surgeon reports nonunion at follow up. Surgery was required to correct the nonunion. The I. M. Nail remained implanted. Surgeon filled with graft from iliac crest. No indication of product defect.